Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient alleges the active insulin amount provided by the blood glucose monitor was not accurate. The patient stated that she received a bolus recommendation and confirmed the bolus, but the infusion device did not deliver the bolus. The patient stated that the blood glucose monitor then showed the bolus as active insulin, even though it had not been delivered. No adverse event was reported.